Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high readings compared to a lab reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 6 weeks prior to contacting lfs at approximately noon. The patient reported obtaining readings of "145 mg/dl" on the lfs meter and "115 mg/dl" on the lab reading. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of (B)(4), performed within 30 minutes of each other. The patient reported using self adjusting insulin to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 15 minutes after the alleged issue occurred she developed symptoms of "shaky, nausea, and sweating". The patient reported on an unknown date and time she had something to eat or drink as treatment. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient was using an approved sample site for obtaining the sample and the correct testing steps. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia and required self treatment.